Event description:
A male patient contacted lifecor customer support to report that when he placed one of his battery packs into the charger today, the bad charging light illuminated. Support requested he place this battery pack into the monitor. It showed fully charged. Support requested the patient perform a device download. Download showed one charging fault. The patient mentioned that earlier in the day, he had placed the battery pack into the charger and the orange charging light blinked; he immediately removed the battery pack and reset it into the charger, and it began to display solid orange. Support explained the reason for the blinking light (battery capacity test) and asked the patient to keep the battery pack in the charger for this test, but to make sure his other battery pack in the monitor is fully charged, as it takes longer to display green, fully charged. Patient reported that battery pack is in the charger and is charging normally. Battery pack is in the monitor and is fully charged. Patient instructed to continue to use both battery packs and call support if any further charging error lights illuminate. Patient continued using both battery packs without any additional faults until his physician determined he no longer needed the device. When battery pack was returned for routine servicing, a battery pack fault was detected.

Manufacturer narrative:
Device evaluation of battery pack has been completed. When received for routine servicing, the battery pack had an 0f04 fault flag recorded. The cause of the fault flag was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic was in a latched-up state, preventing the battery cells from charging. The root cause of the latched-up u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.